Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece for analysis. The x-ray examination found that the inner coil inside the connector region was over torqued, which was consistent with procedural damage. The cause of the reported event of loss of capture was isolated to the over torqued inner coil at the connector region. No other anomalies were seen except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture. The lead was not used and the patient's condition is unknown.

Manufacturer narrative:
Further information was requested but not received.